Event description:
It was reported that pump experienced malfunction that showed malfunction code 9, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and no additional information was received regarding any further outcome.